Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and that multiple, intermittent cartridge occlusions occurred. The customer declined assistance from tandem customer techcnial support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.